Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer worked with technical support to reset the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to call back if any issues arose again.